Event description:
(B)(6) 2014 a patient was implanted with a gore® hybrid vascular graft for arteriovenous access. A 6mm device was required, but due to lack of availability, a 7mm device was implanted. The patient was reported to have superior vena cava syndrome. It was reported to gore that on (B)(6) 2014, the patient presented with a thrombosed graft. A gore® propaten® vascular graft was implanted and is still being used.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.